Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "pain, capsular contracture baker grade unknown and replacement from textured to smooth due to the patients concern of the product". Healthcare professional later confirmed caps con. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed an opening, wear abrasion and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "pain, capsular contracture baker grade unknown and replacement from textured to smooth due to the patients concern of the product". Later physician reported "exchange from textured to smooth implants due to the patient's concerns with the product with capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "pain, capsular contracture baker grade unknown and replacement from textured to smooth due to the patients concern of the product". Later physician reported "exchange from textured to smooth implants due to the patient's concerns with the product with capsular contracture baker grade iii". This record is for the left side. Device was explanted.